Event description:
It was reported externalized conductors were observed via a fluoroscopy. The lead was replaced and returned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was noted at 6.5-7.0cm from the connector pin. The coil was melted and fractured at the same location. Externalized conductors due to internal insulation abrasion were noted at 9.0-12.9cm from the lead tip. Internal insulation abrasion was noted at 19.7-20.6cm from the lead tip.